Event description:
The customer observed false positive sars-cov-2 igg results for two patients on an architect i2000sr analyzer. The following data was provided (<1.4 index is negative, >/=1.4 index is positive): sample ID (B)(6) initial result was 2.37, repeat was 0.55 index, sample ID (B)(6) initial result was 2.19, repeat was 0.17 index. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false positive architect sars-cov-2 igg result on the architect (B)(6), serial number (B)(6). Through an extensive investigation, the fsr found the probe next r, list number 03r85-01 and arc, probe, list number 08c94-47, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.